Manufacturer narrative:
Device is not available for analysis.(B)(4).

Manufacturer narrative:
Correction: per patient's surgeon, the patient was not reimplanted on the same side; the patient was implanted on the contralateral side on (B)(6), 2010. It is unknown whether reimplantation will occur as of the date of this report. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a breakdown of the skin flap and an extrusion of the device, resulting in the decision to explant. The device was explanted (date not reported) and the patient was reimplanted with another device.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a skin flap rotation on (B)(6) 2010. The device was explanted (B)(6) 2010. There are no plans to reimplant this patient as of date of this report. (B)(4).